Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system and insulin squirted out of the tubing during manual prime. The customer¿s blood glucose was unknown at the time of the incident. The drive support cap¿s condition was unknown, as well as what caused the alarm and when it began. It was advised to discontinue the use of the device and to revert to the back-up plan. The insulin pump will be returned for analysis.